Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 146 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.